Manufacturer narrative:
Analysis summary: complaint not confirmed. Analysis found that upon testing the device with the functional tests, the device had no failures as stated from the sender. The device met all requirements with assembly and packaging requirements including testing the device in the complaint lab and was not able to duplicate the complaint. It was noted the coating was flaking off the device and it was unknown the flaking of the coating on the blade was done prior or after the sender received the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece stopped cutting and coagulating halfway through the case. A new handpiece was opened and the case continued. The generator was checked and there were no problems. No further issues were reported or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported the issue was identified during a mastectomy procedure. It was noted the information was confirmed with account/physician.